Manufacturer narrative:
The nurse reported the device involved in the reported incident will not be returned for investigation; "it was sent out for repair". The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.

Event description:
Facility sent medwatch (B)(4) "the mallet broke while broaching right hip". Add'l info was received from the risk mgmt nurse. The procedure performed on (B)(4) 2012 was a total right hip replacement, no add'l info was provided regarding the device's breakage. An x-ray of the right hip was performed prior to closing the incision which was read as negative.